Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to advise physician to ensure provation is in a ready case mode prior to scope switch release. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, not able to see images on the provation system from the evis exera iii video system center and displayed a e402(not connected error). There were no reports of patient harm associated with this event.

Manufacturer narrative:
Correction related to the h6 (investigation findings) code listed on the previous supplemental report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. The issue was resolved after replacing the provaction computer. Olympus will continue to monitor field performance for this device.